Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room twice due to diabetes ketoacidosis, high ketones, and high blood glucose over 600mg/dl. The caller stated that she woke up around midnight feeling sick, vomiting, and having excessive thirst. The customer's blood glucose gradually came down, and then she was released. No further information was provided.